Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump, and after the reset, the malfunction did not recur, allowing continued use of the pump. Caller was advised to contact support if the issue happened again and acknowledged this instruction.